Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that service was required for the device. During service excessive vibration was noted. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.